Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events of arrhythmia and right heart failure, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2023 through (B)(6)2023. Multiple pi events were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the hm 3 lvas, serial number (B)(6), until they expired on (B)(6) 2023 (refer to MFR # 2916596-2023-06672). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complications. Section 6 also states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. Section 1, along with section 6, ¿patient care and management¿, outline all pump parameters, including pump speed and pulsatility index (pi). The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was placed on right ventricular assist device (rvad) and extracorporeal membrane oxygenation (ECMO) at the time of left ventricular assist device (lvad) implant and has been unable to be weaned from either additional device. The patient was experiencing increased pulsatility index (pi) events and ventricular arrhythmias.

Manufacturer narrative:
A3 and a4- patient gender and weight were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.